Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case was dented and broken, the lower case and battery drawer were broken, the battery release was contaminated, one side bail cover, the ring cover, one side bail and the ring were missing, the battery contacts were compressed, the keyboard was scratched, the serial number label was torn and the liquid crystal display was out of specification in an electrical manner. The device was to be scrapped in-house. (B)(4)

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.